Event description:
It was reported that the insulin pump had a plastic piece missing, where the tubing goes. The customer's blood glucose was 112 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, display window and battery tube threads. The device was received with minor scratched lcd window and broken reservoir tube lip.